Event description:
A 14 mm x 50 cm detachable coil was passed through the microcatheter; however, upon retraction of the catheter tip into the inferior mesenteric artery with gentle advancement of the detachable coil, the decision was made to remove the coil prior to deployment. Gentle retraction on the coil was being performed when there was an unexpected shearing of the deployment system within the microcatheter. The distal aspect of the detachable coil was removed; however, it was evident that the coil was still within the microcatheter in the mid to distal aspect of the arc of riolan.